Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen on (B)(6) 2019. It was indicated that the patient was taking medication containing acetaminophen, which is off-label usage of the device. The patient stated before they entered the store, the cgm was displaying 153 mg/dl. When the patient walked out of the store, they passed out. The store staff called for an ambulance and when they arrived, they checked the patient¿s blood sugar and the meter was displaying 21 mg/dl. The patient was transported to the hospital and was released after three hours. Treatment information was not provided. At the time of contact, the patient was doing good. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.